Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) dislodged causing diaphragmatic and nerve stimulation. The following issues were also observed on the ra lead: high thresholds; unstable thresholds; undersensing and oversensing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.